Manufacturer narrative:
Alleged failure: sale rep received email from the customer (clínica (B)(6)) due to failure of the crossflow console today ((B)(6)) in shoulder arthroscopy surgery. Unfortunately the pump, despite the previous designation of the arthroscopic approach after a time in surgery, increased its flow to 100 and there was no way to manually reduce it, which generated significant edema in the patient in the shoulder, arm and thorax, generating a change in the patient's post-surgical plan from outpatient surgery to hospitalization. The surgery had to be suspended. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1)inflow cassette not properly inserted 2)improper joint level 3) user settings 4)kinked inflow cassette the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during shoulder arthroscopy surgery, the pump, increased its flow and there was no way to manually reduce it, which generated significant edema in the patient in the shoulder, arm and thorax, causing a change in the patient's post-surgical plan from outpatient surgery to hospitalization. The surgery had to be cancelled.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during shoulder arthroscopy surgery, the pump, increased its flow and there was no way to manually reduce it, which generated significant edema in the patient in the shoulder, arm and thorax, causing a change in the patient's post-surgical plan from outpatient surgery to hospitalization. The surgery had to be cancelled.